Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for spinal pain and radiculopathy reported that the implantable neurostimulator (ins) was not ¿working up to par.¿ the patient reported that when the ins was first implanted, it was godsend. The patient had gone in for reprogramming a couple times, but had never had ¿two full leads of power¿ for more than two weeks. The patient stated that they would make an insignificant movement, such as a sneeze or cough, and the device would stop being effective. The patient also reported that if he ever needed to know if the ins was on, he would look up at the ceiling because he would then be able to feel stimulation. The patient indicated that the device issues began in 2014 or 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.